Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized on (B)(6) 2018 with blood glucose of less than 7 mg/dl at the time of the incident. The customer was at 143 mg/dl at the time of the call. The customer did not mention how they treated. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The customer had a high that led to diabetic ketoacidosis on (B)(6) 2018 and the subsequent treatment for the high led to the low. The insulin pump will not be returned for analysis.